Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly and keypad anomaly. The customer¿s blood glucose level was 57 mg/dl. The customer reported that the buttons were unresponsive and insulin was squirting out during the manual prime process. It was reported that they had unexpected lows and insulin pump was not delivering as it should. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Pump primed properly. No unexpected absence of occlusion alarm anomalies noted. Pump received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.